Event description:
It was reported that the external pulse generator (epg) turned off by itself while in use. The clinic tested the device by leaving it on for several days, shook/manipulated the epg, but the epg still did not turn off by itself. Patient information is not available. The epg will be returned for evaluation and service. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm complaint. Analysis found contaminated battery contacts. The device passed all tests. Further review prompted a change in the device analysis results.